Manufacturer narrative:
.

Event description:
It was reported that the patient was worried her vns device was damaged due to a fall. Furthermore, the patient was experiencing pain where the vns generator was implanted. Additional information was received that the patient was scheduled for a battery change. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the pain was not thought to be due to vns function, simply the presence of the vns exacerbated by the patient's fall several months earlier. The patient underwent vns generator and lead replacement surgery on (B)(6) 2016 due to battery depletion. The explanting facility does not return explanted devices, so the explanted devices have not been received for analysis to date.

Event description:
The explanted lead was received by the manufacturer for analysis. Analysis revealed no observed product related anomalies. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. No additional relevant information has been received to date.